Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturing representative that there was a tined lead breakage. The outer covering of the tined lead being used broke exposing the wires beneath. It was just below the end that was inserted into the connector of the percutaneous extension lead. This occurred as the boot was being placed over the connector after the screws had been tightened. There were no environmental/external/patient factors that may have led or contributed to the issue. The lead was removed and a new one was inserted. The patient was unaffected and post surgery had their external neurostimulator (ens) switched on and stimulation was felt on all 4 electrodes at levels below 1.0 ma. The issue was resolved at the time of report.

Manufacturer narrative:
Analysis of the lead found that the outer insulation was separated at butt joint 3.2 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.